Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. Patient described the rash as red and some skin is broken. Patient reported rash occurs more with garment (lot 8963). There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her it was a yeast infection and prescribed a cream. Follow up indicated that the cream is helping with the skin irritation.